Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels went low before bed (43mg/dl), and the customer accidentally entered a value of 433mg/dl into the pump, instead of 43mg/dl. The error was not noticed until after insulin was delivered. Low bg levels were treated by consuming sugar.